Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs contacted the pt on (B)(6) 2004 and obtained the following info: on (B)(6) 2004, the pt tested his blood glucose and received a reading of 89 and 90 mg/dl and noticed segments were missing on the meter. He did not experience any symptoms at time of testing. He had a schedule md's appointment and took his meter with him. Md advised the pt to contact lfs to get the meter replaced. Md tested the pt using the hospital meter and received a higher reading than what the pt had received. The pt did not recall the reading on the md's meter and was not treated. This case is being reported as a malfunction, since segments were missing on the meter. Ccr sent the pt a replacement meter.